Event description:
Two patients tested with two strip lot numbers. Patient 1 inr result of 7.1 with strip lot 849 a4. Lab result was 4.86 inr. Patient 2 inr result of 6.9 with strip lot 826. Lab result was 3.88 inr. Controls were in range. The reporter declinded to have the device replaced.

Manufacturer narrative:
Second strip lot used - 3116247 catalog, 849 a4 lot, expiration date 11/30/2005.